Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, serial# unknown, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Basic evaluation patient pulled out the lead wires after having in for only four hours. Patients' daughter stated patient suffers from dementia.